Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "edema, pain, hardening," "bigger than the left," "recall," "signals of contracture" baker grade unknown, and "liquid accumulation." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient reported right side "edema, pain, hardening," "bigger than the left," "recall," "signals of contracture" baker grade unknown, and "liquid accumulation." Device was explanted.